Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that there was difficulty when inserting a competitive lead into an implantable cardioverter defibrillator (ICD). The lead could not be inserted without some type of lubricant. The device remains in use. No patient complications have been reported as a result of this event.